Event description:
On (B)(6) 2010, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, computed tomography angiograph revealed a type iii endoleak contributing to aneurysm enlargement (amount of growth unk). On (B)(6) 2012, the pt was implanted with another excluder endoprosthesis to treat the type iii endoleak. The endoleak was resolved, and the pt tolerated the procedure.

Manufacturer narrative:
Other excluder device included in this report: (B)(4). Results ¿ a review of the mfg records for the devices verified that the lots met all pre-release specifications.